Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the conductor cap was missing from the distal end and the yaw pulley hub had a broken off boss feature (the boss feature mates with the hole in the conductor cap and keeps the cap from slipping). Engineering concluded that the instrument hook may have been overloaded, causing the boss feature to break and allowing the conductor cap to fall out.

Event description:
It was reported that during a da vinci s thoracic sympathectomy procedure, a piece of the permanent cautery hook instrument fell into the patient's chest. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.